Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the blood pressure cuff was overinflating, resulting in bruising on the arm. The monitor was removed from service for repair. No other clinical information or medical intervention was reported; therefore, good faith efforts are being performed.

Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer who stated that they dismantled the device to provide information from nbp assembly. The customer was provided information to order a replacement nbp assembly to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the avalon fm30 fetal monitor indicating the blood pressure cuff was overinflating, resulting in bruising on the arm. The monitor was removed from service for repair. Additional information received indicated that a patient was harmed with some bruising on the arm. The bruising was reported to be minimal and was expected to heal with no intervention. There were no pictures available. The correct sized cuff was used and applied to the upper arm. It was indicated there was a fault with the overpressure safety valve within the nibp module.